Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact and there was no evidence of peeling or damage; all the keys were responsive. The keypad was removed and there was no evidence of contamination found under the key contacts. Unrelated to the original complaint, it was observed that when the pump was opened, there was evidence of moisture corrosion on the transceiver board near the keypad connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.